Event description:
Infusion pump alarmed failure and read "out of service" on channel a during pt use. The pump was reported to be infusing a "maintenance infusion" to a pt when the event occurred. Reportedly, the IV tubing was removed from channel a and placed in channel c. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, pt injury, medical intervention, medication involved, or set up of the infusion device.